Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via healthcare provider reported that they felt a burning at the implant location in their chest. The area was itchy and slowly getting worse. The itching and burning felt like they were happening inside the pocket site. These issues started about 2 weeks prior to the report. The implantable neurostimulator (ins) was located in their chest. The patient had tried to turn their stimulation off to see if it would help but that did not resolve the issues. It was noted that moving the ins helped the itching sensation. The patient did not have any visible rash or flaky skin and there were no falls or traumas that led to the issue. The patient was going to follow up with their doctor. The patient was implanted for other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.